Event description:
It was reported that the balloon would not deflate after an inflation of 5atm in a tandem circumflex lesion. The pt became hemodynamically unstable during the attempts to deflate the balloon. The catheter was removed partially inflated after using a 60cc syringe to achieve partial deflation. The same stent catheter was reintroduced with subsequent stent loss, reportedly suspected in the distal circumflex vessel. Finally another stent catheter (same part number and co) was used to achieve a good result. The pt was reportedly in stable condition at the end of the procedure.

Manufacturer narrative:
Qualtiy assurance analysis of the returned device revealed a pinhole rupture in the balloon. Wrinkles were noted on the c-flex was accordianed and stretched. The shrink tubing/c-flex junction was intact. Quality engineering has determined that the pinhole rupture in the balloon most likely occurred during the mfg process. The pinhole impeded proper inflation, deployment and deflation of the stent delivery system. After encountering difficulty with the stent delivery system, the dr removed the system and then attempted to use the system again, contrary to the IFU, with subsequent stent loss. It is likely the stent was loosened on the delivery system during the first deployment attempt. There is no indication in the complaint that any device defects were noted during preparation. Quality engineering has requested that the customer be inserviced regarding pre-dilatation strategy and advised against re-use of suspect devices. As part of co's quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to its balloon. Leak tests are performed on all stent delivery balloons during the mfg process. Additionally, all stents are inspected during the final mfg phase to ensure proper device structure and integrity. The device mfg records for this product lot were reviewed and no abnormalities with a relationship to this issue were found. This MDR is considered closed by the quality assurance department.